Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt wanted a phone number for a manufacturer representative (rep) because pt wanted to know why it was taking them so long to charge the ins, it took the pt 1.5 hours to charge the ins starting at 0. The pt noticed the issue in the last two weeks since pt was in the hospital for a month and did not use the ins so the ins was not turned on (pt was in the hospital not due to complications with the device). Agent reviewed ins charging expectations. During call pt verified no damage to the controller port. Pt blew into the controller charging port and reset the controller. Pt wanted to know how to adjust intensity levels so pt unlocked controller and got no device found. Pt attempted to recharge the ins and was able to recharge at excellent. Pts ins battery was showing red for a charge. Agent reviewed the ins had to have some charge in it to turn therapy on and adjust intensity. Pt was encouraged to call back once ins was charged if they wished to be showed how to adjust intensity levels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they discussed the issue with a manufacturer representative and the problem was resolved.